Event description:
During surgical procedure, a fire erupted causing a physician's pant leg to catch on fire. The cause is unclear at this time and the bed, and electrical cords are being analyzed. The pt was not injured, however the physician suffered 2nd degree burns to the leg. Again, the cause is not certain at this time if it was the bed or the receptacle.